Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering. They had gone through a series of tests for the insulin pump. They also reported that the infusion set¿s tubing came apart. The set had detached from the body. They tried to perform 10 units of bolus from the insulin pump but nothing came out. The customer¿s blood glucose level during the incident was 420 mg/dl. The customer¿s current blood glucose level was 530 mg/dl. They treated with a syringe. Troubleshooting was performed. It was noted that there was a problem with the connection between the reservoir and the tubing. They disconnected and reattached the connection. Insulin was able to exit. The device will not be returned for analysis.